Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to bone grafting not allowing the implant to take.

Manufacturer narrative:
There was no product returned, therefore no physical evaluation could be conducted. The device history records (dhrs) were reviewed and indicate the devices no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. This device is used for treatment. A patient history review indicates that the revision surgery was a result of the original surgery not taking due to bone grafting. A complaint history search found there are no additional complaints for the product part/lot combination involved. Although there were multiple follow-up attempts to obtain additional information, there was no further information available. Due to the revision being noted as a result of bone grafting and not a failure of the implant itself, there is no product issue identified.